Manufacturer narrative:
On nov 12 2016, day 30, no additional information had been obtained, therefore kci is reporting this event as it was unknown if medical or surgical intervention was required. On nov 29 2016, the following information was reported to kci by the home health nurse: the nurse confirmed the dressing was manually removed and no medical or surgical intervention was required. Based on the additional information obtained, kci has confirmed the dressing was manually removed without medical or surgical intervention. The event is not reportable. Device identifier not provided.

Event description:
On oct 13 2016, the following information was reported to kci by the home health nurse: a foreign material alleged to be v.a.c.® granufoam¿ dressing/dressing kit was reportedly adhering to the patient's wound. The nurse states he has soaked the dressing with normal saline for 45 minutes without successful removal of the dressing, and the patient is experiencing discomfort due to this. No additional information available. The v.a.c.® granufoam¿ dressing/dressing kit lot number is not available, therefore a device history review could not be performed.